Event description:
(B)(4). Kelly clamp was handed to doctor by certified surgical technologist (cst) at delivery to clamp the umbilical cord to obtain a segment of cord blood. The head of the clamp broke away from the body of the clamp when she attempted to lock the handle.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.